Manufacturer narrative:
Product has been requested for evaluation however it has not been received.sterilization and lot history records were reviewed and no exceptions were found.

Event description:
According to the surgeon the particles (between 10 and 20) were generated upon delivering the ultrasound however no particles were observed before the balance salt solution infusion. All particles observed in the anterior changer were removed via aspiration however it is unknown if particles remain in the capsular bag or under the iris. One day post op there no complications were observed. The patient will be seen again in 30 days. The product has been requested for evaluation.

Manufacturer narrative:
Visual inspection of the stellaris handpiece found a dent in the transducer horn on the tip of the handpiece. No other defects were noted. A functional test was performed using a stellaris system. The handpiece tuned, primed and functioned as intended. A filter test was performed by running processed water through the irrigation tube out of the tip of the nose onto a 0.45 micron filter. The water was then vacuumed off through the filter to trap any possible particles. Microscopic examination found dark colored particles all over the filter. The particles were too numerous to count. The particles were very small. Some particles were metallic in appearance. One larger particle had the appearance of organic material. Lab analysis of the particles found the small particles to consist of chromium alloy steel. The particle was 29.9 microns in length across its major axis. The larger dark particle consists of organic material and saline residue. The particle was 40.8 microns in length across its major axis. Both particles consist of material that is not used in the manufacture of the stellaris ultrasound handpiece, therefore the root cause is inconclusive.